Event description:
A report rec'd from (B)(6) which states: "eye chamber not stable. No pt injury." Add'l info was requested: no pt injury or pt impact.

Manufacturer narrative:
The product is to be returned for eval. A f/u report will be submitted upon completion.